Event description:
It was reported via repair work order that the jack was spongy/drifting due to damaged assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.